Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: was this the first firing of the device in the surgical procedure?:yes; were clips used in the vicinity: not that I'm aware of; when did the surgeon notice that the cartridge was falling out of the device, was it during firing or opening of the jaws: during the opening of the jaws; which direction did cartridge move, distally or up towards the anvil: distally from what I know; did the surgeon experience high resistance to fire initially or later in the firing sequence?: high resistance to initial firing; did it require a second hand to complete the firing of device: the physician complained that it took two hands to squeeze; was the device difficult to close prior to firing: not sure; will the reload be returned with the device: already sent back; what is the current patient status: I just spoke with the surgeon. He said that the patient is doing very well and is recovered from a surgical standpoint. The analysis results found that the atw35 device was received in good visual condition and with a tr35w reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The cartridge was taken off of the device and placed back on and it click into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that during a right side radical laparoscopic nephrectomy procedure, during initial use, the device was fired across the renal vein by the physician. The physician stated the staples did not deploy. Upon releasing the firing handle, the patient experienced significant bleeding requiring the transition from a laparoscopic procedure to open. The physician stated that the device was very difficult to fire (significant resistance). Lastly, upon opening the jaws of the device, the physician stated that the staple cartridge came out of the jaws and fell into the patient. The patient required additional units of blood due to blood loss.